Event description:
It was reported, that the patient presented post-procedure, after leaving the procedure room. It was observed, that the right atrial (ra) lead was dislodged. Dislodgement was confirmed, via chest x-ray. It was also noted, that the lead exhibited loss of capture and loss of sensing. The lead was explanted and replaced with a new lead. There were no patient consequences.